Manufacturer narrative:
H6: 1/4" long tear, semicircle tear. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: base snap condition, bellows condition, crown ring engagement, good; seal condition, torn; and top snap condition, good. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the seal had become torn, making the instrument non functional. The instrument was received with a half moon swirl shaped tear along the outside of the orifice. It appeared that all pieces of the seal were returned. No conclusion could be reached as to how the seal had become torn. Co strives to understand each incident as it occurs in order to continuously improve co's products. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged. Leakage of the orifice may occur, if after the introduction of a large instrument through the seal, a smaller instrument is inserted before the seal has time to recover to it's original diameter, and if the orifice is cycled beyond it's recommended design life or if excessive torquing is conducted.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the reducer failed to seal around the 5mm laparoscopic instrument. Surgeon reported to the rep little pieces of rubber were located in the pt. It is unknown whether the pieces were retrieved. Another device was used to finish the case. There was no consequence to the pt.